Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced discomfort at the site of the implantable pulse generator (ipg) and pain in the left arm and shoulder since implant, and a possible pinched nerve. The patient was given steroids. It was reported that the apin returned when the patient was off steroids and the patient experienced stiff and tight back muscles. The ipg remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.